Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The jagwire returned and was evaluated for the reported failure. A visual evaluation confirmed 5cm of pebax was missing from the tip exposing the core wire. The evaluator noted that the corewire was not fractured. An analysis of the corewire concluded that adhesive was appropriately adhered to wire surface indicating that the tip was attached correctly. The detachment of pebax tip referenced in complaint details was identified. The cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2005, that a jagwire was used during a procedure performed in 2005, (patient age, gender and weight are unknown). According to the complainant, the pebax tip detached from the device.